Manufacturer narrative:
The insulin pump had button error alarm and intermittent button response due to corroded keypad traces. The device was also received with a cracked reservoir tube and cracked battery tube threads. No moisture damage on the electronic assembly or motor assembly noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated the insulin pump was exposed to sweat. Blood glucose value was 126 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.